Event description:
Report received of perforation of inferior vena cava by umbilical bein catheter. Customer contact states that the pt had an increase of fluid appear in the pleural space. Aspiration and testing of the pleural fluid showed a glucose content greater than the pt blood glucose and equal to that of the glucose concentration in the hyperalimentation fluid the pt was receiving. The umbilical catheter was removed and the pleural effusion decreased within 2-3 hours. The pt had a chest tube in place which also had a decreased fluid production, which allowed it to be removed the following day. Customer contact reports that visual inspection of the sample upon removal showed no tears, no clotting, or anything else unusal. The sample was discarded by the customer. There was no report of harm to the patient. There was no increased length of stay with discharge home at the three week period consistent with preexisting conditions. Customer contact states that staff are unable to fully explain the incident and are not convinced the reported product malfunctioned but coincidental events implicated the catheter leakage, no further info was available.